Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
After performing a MRI the valve neither could be readout nor readjusted. The valve consistently adjusted in an uncontrolled way.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The setting of the cam when valve was received was at setting 5. The valve was hydrated for about 25 hours. The valve was visually inspected: no defects were noted. The valve was tested for programming. The valve failed the test. The valve was flushed. The valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The siphon guard was tested. The valve passed the test. The valve was reflux tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested at setting 5, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the titanium axle and at the base of titanium axle. Review of the history device records confirmed the valve product code 82-8804, with lot cnkb0r, conformed to the specifications when released to stock in 5th september 2012. The root cause of the problem found during investigation was due to biological debris found on the titanium axle and at the base of titanium axle. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.